Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side ¿rupture¿, ¿intranodal silicone in the internal mammary nodes", "nodes likely reflecting intranodal silicone granulomata¿. Device remains implanted.

Event description:
Health professional additional reported a "gel bleed." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion, cloudy, yellow particles, green particles mold like appearance in device outer surface and creases. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).